Event description:
The device covers the opening to the biopsy suction channel of an endoscope and provides access for device passage and exchange and irrigation. The company received a complaint that during suction portion of the procedure fluid/stool sprayed form the lid of the biopsy cap onto the doctor, nurse and technician. There was no reported harm to the doctor, nurse, or pt.

Manufacturer narrative:
Based on the information provided, there was no harm to pt or users. The actual device involved was not returned for investigation, and us endoscopy has been unable to perform testing to confirm that a malfunction occurred. Complying with (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm. Review of the lot history record indicates no problems in the manufacturing of this device.